Manufacturer narrative:
It was reported that follow up CT approximately seven weeks later showed a high possibility of a type ib endoleak but the type of endoleak was unable to be fully confirmed . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the treatment of a 61.3mm thoracic aneurysm. Vessel tortuosity and severe proximal angulation was noted. Intentional coverage of the celiac artery was performed using a non mdt stent. An evar procedure was also planned to treat the patient's aaa. It was reported during the index procedure the valiant device was implanted into the descending aorta and touch up performed using the kissing balloon technique between the valiant device and the non mdt stent covering the celiac artery. A type ia endoleak was identified and the physician elected to implant and additional valiant stent. During the delivery of the second valiant device, the non mdt stent became dislodged from the celiac artery and was observed to be floating inside the graft. It was noted the wire inside the celiac artery had been removed. This was retrieved using an pta balloon and an additional non mdt stent was implanted to cover the celiac artery. A final angiogram revealed no endoleak. Per the physician the cause of the event was due to vessel tortuosity and wire delivery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that intervention was carried out on (B)(4) 2019 to treat the type ib endoleak, it was reported that a non-mdt stent was initially attempted to be implanted in the celiac artery, however; the guide wire passed through the non-mdt stent which had been previously implanted preventing the new stent from being implanted. A (B)(4) was distally implanted without issue. It was reported that the final angiography showed no evidence of the type ib endoleak and the procedure was completed. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.